Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the provided a letter of recommendation from their dentist. In the letter the dentist states upon examination I have determined that continued use of the aligners is negatively affecting the patient's bite alignment and is not producing the intended/desired orthodontic results. It is recommended the patient discontinue byte aligners immediately to prevent further complications and to allow for evaluation of alternative treatment options.